Event description:
It was reported the programmer displayed an error message at power up. Technical services instructed the caller to turn off the programmer, wait a minute, and had wanted the caller to disconnect the power cord and battery, but the caller then powered the programmer back up. The programmer powered and booted up with no issue. The caller decided to continue use of the programmer. A week later, another user called and indicated the issue reappeared. The programmer was returned for repair/replacement. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no fault was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.